Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated electrode impedance. Technical services recommended implanting a new lead with the flex enhancement. The elevated impedance may have been related to surrounding adipose tissue. Replacement of the pulse generator was left to physician discretion. The electrode remains in service. No adverse patient effects were reported.